Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with acutely incarcerated recurrent incisional hernia thereby underwent open repair with the implant of ventralight st mesh (device 1). Per op notes, "an ventralight st mesh (device 1) was placed intra-abdominally using sutures." (B)(6) 2016 - patient was diagnosed with incarcerated giant ventral hernia thereby underwent repair with removal of mesh (device 1) and implant of ventralight st mesh (device 2). Per op notes, "extensive adhesions between the folded mesh and the small bowel was taken down. An incision was made through the existing scar from the epigastrium to the bowel. The mesh on the left (device 1) was completely excised, part of the mesh on the right was left in place as there was no fascia to cover the repair. The hernia defect was noted, a ventralight st (device 2) was placed in an underlay fashion using prolene sutures." (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device 3). Per op notes, "an upper midline incision was made, hernia sac was encountered and dissected. A ventrio st (device 3) was placed into the defect using sutures." (Note: the previously placed ventralight st (device 2) was not seen during this procedure).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. This MDR represents the ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.